Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 538 mg/dl. The high blood glucose was treated via manual injection. No symptoms were reported. Troubleshooting was provided for the blank display. The customer reported having damage inside the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly and no blank display noted. Device received with normal operating currents and passed the self test and the displacement test. No damage was found on the connector on interface board isolation tape during visual inspection. Device was received without the original battery cap. Unable to verify battery cap damage. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).